Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer current blood glucose level was 473 mg/dl to 479 mg/dl and 234 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin delivery for high blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer reported symptoms related to high blood glucose such as feeling weak. Customer stated insulin exited at the quick release. The customer also reported that the cannula of the infusion set was bent. The device will not be returned for analysis.